Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and posterior flail leaflet for a mitraclip procedure. During the procedure, air ingress was observed from the flush port while removing dilator assembly from the anatomy. Aspiration was performed. A hole was observed on the flush port. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer was confirmed. The reported air/gas in device could not be replicated in a testing environment due to the condition of the returned device. Although the reported hole in the luer was unable to be confirmed, the luer was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak, air/gas in device, or material split, cut, or torn. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is due to the cracked flush port luer. A cause for the reported hole in the luer could not be conclusively determined. The reported air/gas in the device appears to be a cascading event of the leak. The observed crack and discoloration are likely related to a combination of the reported hole in the luer and post-procedural handling. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.